Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Johnson and johnson (B)(4) reported MDR staff indicated that one of the plastic parts of the angled reamer driver (920010031) has cracked. The issue was noted during cleaning. No pieces were missing. No surgical delay occurred. No patient consequence. The instrument associated with this report was not returned. With no more information and no instrument returned to examine, a root cause cannot be determined for this instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419.

Event description:
MDR staff have indicated that one of the plastic parts of the angled reamer driver (920010031) has cracked. The issue was noted during cleaning. No pieces were missing.